Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in dispensing the medication. However, the nurse could still get meds from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to pocket failed. A field service engineer released all pockets, removed debris, replaced the flex ribbon and cubie tray and reseated all trays to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.